Event description:
It was reported that the device could not hold onto the suture, so the surgeon could not punch suture through the tissue. Various different devices had to be used to complete the case. The surgery was delayed approx 45 minutes but no adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
Review of device history revealed nothing relevant to this event. Eval revealed no conditions that could have contributed to the customer's complaint. The instrument functioned properly during testing and the customer's complaint was not confirmed.